Event description:
It was reported that after the pumping started, the pump began to experience helium loss 1 alarms. As a result, the pt was transferred to another pump. There were no pt complications.